Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 97% stenosis. Deformation problem. Conclusion results: inherent risk of procedure ¿ (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 97% stenosis.

Event description:
It is reported that physician was using an endeavor resolute drug eluting stent to treat a lesion in the lad. The lesion was reported to be 97% stenosed. The device was inspected prior to use with no issues noted. The lesion was pre-dilated but the device was unable to cross the lesion. The device was removed and another device was used to complete the surgery. No clinical sequelae were reported. Evaluation summary: the hypotube was kinked distal to the strain relief. The 6th and the 14th stent segments were raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).